Event description:
It was reported that the patient a loss of stimulation as well as intermittent stimulation. Impedances were all out of range (greater than 10,000 ohms) at 3 volts. The patient felt no stimulation even when it was turned up. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).